Manufacturer narrative:
The complaint is confirmed. Although it happened that the nail was easily removed during the investigation, the jig bolt was jammed in the insertion handle and could not be removed without breaking the jig bolt. Damage on the shaft of the jig bolt indicates that there was some foreign material trapped which caused the binding. The inability to disconnect the nail from the jig could not be directly confirmed since on investigation the nail readily disconnected. It is possible that the jig bolt to nail alignment resulted in a cross-threading which made disconnection difficult. The cause of the jig bolt jamming in the inserter appears to be due to some entrapped foreign material. No corrective action is indicated at this time. The complaint rate is still consistent with the (B)(4). Complaint trends will continue to be monitored. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Intraoperatively, it has not been possible to disconnect the nail from jig and handle. The surgery had to be abandoned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.